Manufacturer narrative:
The unit was received with its operating currents within specification. Unit passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported via phone call that the insulin pump was damaged; the o-ring came out of the reservoir. The patient's blood glucose at the time of incident was 237 mg/dl. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump will be returned for analysis.